Event description:
The patient was put in a sling and was attached to a ceiling lift. When the patient was about 1 1/2 ft. Above the bed, the carry bar cracked and broke, causing the patient to drop into bed. The carry bar fell onto the patient's abdomen. The caregiver has over 30 years of nursing experience.

Manufacturer narrative:
This incident is still under investigation.

Manufacturer narrative:
The broken plastic insert was reconstructed with glue and reconstructed part indicated deeper than normal indentation on inside face of plastic inserts, indicating use at a higher load (more than 60-70% of swl) or repeated lifting at an angle. Conclusions/recommendations: recommend ongoing evaluation of (B)(4) rev b carry bars with molded inserts to assess and further evaluate the effect of long term use on the molded inserts especially with units used at higher loads or repeatedly exposed to angular lifting during their service life.